Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe holder. The customer stated problem was duplicated and verified. Upon power up, the device was found to be on programming default which is the customer complaint issue. It determined that the aaa battery was not replaced as soon as possible when a pump gives low battery notifications by user. Replaced aaa battery as soon as possible after the pump gives low battery notification. The cause of the reported problem was traced to user care of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd-ms 3 pump lost programming. No adverse patient effects were reported.